Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for handling recurrent malfunctions. The customer was able to continue using the pump without further issues and was advised to call back if the problem persisted.